Event description:
Premature detachment of boston scientific interlock coil within the delivery microcatheter (which was the appropriate sized catheter, as recommended by boston scientific for this type of coil). The premature detachment necessitated removal of the catheter from the body and then additional time, radiation, contrast administration, and risk to replace the catheter into position. There was no interaction with other devices apart from the microcatheter (headway 21 microcatheter (B)(4) .)